Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the therapy is not working all the time. Patient stated they are able to charge the implant and make adjustments but the stimulation only works when they are laying down and on top of the implant pressing on it or standing . Patient reported when they do feel the stimulation it is very strong in certain positions since they had the implant last year and it is getting worse. Patient mentioned the nurse at the healthcare provider office told him to call the manufacturer to get a hold of the representative. Agent confirmed the external device are functioning as intended. Agent reviewed reps role and provided nas number. The patient was redirected to their healthcare provider to further address the issue.